Event description:
Involved components: nv254t-plasmafit plus 3 cup size 54mm h - 52621612.

Manufacturer narrative:
Investigation results: visual investigation: in the delivered condition the cup was still fixed in the thread of the inserter. Only with some effort it was possible to unscrew the cup from the inserter. The last thread of the inserter (nt414r) show little damages resulting welded process. Functional test: in normal use, i.e. When the cup is screwed onto the thread of the inserter with normal force, it is easy to remove the impactor from the thread of the cup. In the course of the functional test it was found that the little damages on the last thread of the inserter have no influence on the further functionality. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nt414r-cup insert.instr.w/thread m8x1 str short according to the complaint description, it was reported that the instrument could not be turned off after implantation of the plasmafit cup. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference: (B)(4). Involved components: nv254t-plasmafit plus 3; cup size 54mm h.